Manufacturer narrative:
The device was returned to olympus for inspection. Based on the results of the investigation, it is likely, the following led to the malfunction: the insert tube failure is deformation problem, but the cause of the insert tube failure could not be determined. The most likely, cause is that the cable was damaged, by the excessive force. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed, that during the device evaluation. The subject device exhibited an image that could not be rotated. There was no patient involvement.